Manufacturer narrative:
(B)(4).

Event description:
It was further reported that there was a possible stent thrombosis.

Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
(B)(6) clinical study. It was reported that the patient died. In (B)(6) 2012, the patient presented due to unstable angina and was referred for cardiac catheterization. Subsequently, coronary angiography and index procedure were performed. The target lesion was a de-novo lesion located in proximal left circumflex artery (lcx) with 90% stenosis and was 15mm long with a reference vessel diameter of 2.5mm. The lesion was treated with pre-dilatation and placement of a 2.50x16.00 mm promus element plus stent. Following post dilatation, residual stenosis was 0%. Two days post index procedure, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2016, the patient died at home. Per death certificate, the immediate cause of the death was cardiopulmonary arrest due to the consequence of coronary artery disease. Autopsy was not performed.